Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for unknown reason. Upon interrogation, the pulse generator exhibited backup vvi operation and pause episodes were noted. The device was explanted and replaced on (B)(6) 2018. Patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported field event was confirmed in the laboratory. Device was received with no telemetry and battery voltage had reached normal eol. The loss of telemetry observed during analysis is consistent with effects of low battery voltage and considered normal at this battery level. Device was in backup mode due to multi-byte code corruption consistent with a clock synchronization error in the combo integrated circuit.